Event description:
Report rec'd on 01/18/2006 of pt experiencing a pyogenic granuloma of left upper puncta after implantation in 2005, of supereagle punctum plugs. Excisional biopsy of pyogenic granuloma required to remove punctum plugs.